Event description:
It was reported that the patient presented to the ER due to multiple high voltage therapies for afib with rvr. Reprogramming discussed and changes will be made to adjust svt detect criteria.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.